Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters, nc trek rx, instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified proximal right coronary artery (rca). A 4.50 x 8 mm nc trek balloon dilatation catheter (bdc) was selected for the procedure. During preparation the balloon was not soaked prior to use. The bdc was advanced with no resistance to the lesion and inflated. During retraction from the anatomy the balloon became lodged in the artery and separated from the shaft. Multiple attempts at retrieval of the balloon using varying sizes of snares were unsuccessful. All parts of the balloon were successfully surgically removed. No additional information was provided.